Event description:
The headrest was applied to the patient and shortly after, it was determined that the device was not maintaining hold on the patient's head. It was removed and replaced with a different unit. There was no patient injury. Surgery delay was reported (exact time not provided). Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07/19/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The device received was manufactured with the lot code of 111. The device history records were reviewed for all manufactured under lot code: 111 (manufacturing date 03/26/2011) showing that a total of 5 work orders were produced of this lot. Service history: date of service: 11/21/2014. No manufacturing or design related trend has been identified. In summary, the end user's experience. Was unable to be confirmed or duplicated. The returned unit passed all functional testing requirements, however, general maintenance is required as this device was manufactured in 2011 last serviced in 2014.